Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was released, a pericardial effusion was noted. A pericardiocentesis was performed, and the drain was left in place and removed the following day. The effusion successfully resolved. Patient is doing well and has been discharged.